Event description:
As soon as got implants felt horrible. Dr said that it was from the anesthesia and would subside in a few weeks. I had anesthesia before and never felt like that. My health is declining since then and my implants are making me sick. I have severe allergies, congestion, migraines, tremors, muscle weakness, dizzy, brain fog, hair loss, asthma. I have done many tests and everything is ok.